Event description:
Reporter stated the customer was hospitalized on (B)(6) 2015 with hyperglycemia of 515 mg/dl. The customer was disoriented but approachable, and she was admitted to the hospital and treated with an insulin infusion. It was reported the infusion device had often given e4 occlusion errors. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.